Manufacturer narrative:
This study evaluated cranial nerve palsy after trans arterial onyx embolization of ccf treated by trans arterial onyx embolization. Between 2009 and 2016 82 patients who underwent trans arterial onyx. The authors concluded that trans arterial onyx embolization is relatively but it may cause cranial nerve palsy in some patients. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through literature review of an accepted manuscript titled: ¿may the inferior petrosal sinus recanalization during endovascular treatment for carotid-cavernous fistulas (ccf) increase the risk of sixth nerve palsy?¿ by robert thomas, m.d. Daniel valsecchi, m.d. Stanislas smajda, m.d. Et al. A prospective database was analyzed concerning patients treated for ccf from march 2009 to april 2016. After excluding patients for reasons such as no treatment needed or cases of high flow ccf, a population of 82 patients remained to be studied. 101 procedures were performed on the 82 patients with the preferred transvenous approach. The success rate was 80% in the overall analysis. The embolic agent used was coils (51 cases), onyx-18 (15 cases), and onyx-18 with coils (22 cases). From the 82 patients, there were 6 categorized complications of: transient (14), permanent (5), hemiparesis(2), 5th cranial nerve deficit (3), groin hematoma (1), worsening or new 6th cranial nerve palsy (13). There were no reported deaths. After statistical analysis, there was not much difference between groups that were treated with onyx and groups that were treated with other embolic agents in post-operative incidence of 6th nerve palsy.